Event description:
The customer stated that he was pushed into the lake while wearing the insulin pump. The reported blood glucose reading was 270 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. A scratched liquid display window was also noted during visual inspection.